Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/16/2013 and 10/18/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ping meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue first occurred on (B)(6) 2013 at 12:00 p.m. The patient manages his diabetes with an insulin pump and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, 1 hour and 5 minutes after the alleged issue occurred, he developed symptoms of ¿headache, extreme thirst.¿ the patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.